Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level went up to 500 mg/dl. She gave herself 2.9 units and then 10 units of insulin. The customer treated her blood glucose level twice. The infusion set had air bubbles. The insulin pump alarmed no delivery in december. The device was not returned.